Manufacturer narrative:
(B) (4).

Event description:
The patient had therapy including use of a transcutaneous electrical nerve stimulation (tens) unit. Afterward, she felt a buzzing in her head, like there was a power line over her head. She heard tones and sounds in her head. The patient indicated, she had a preexisting hearing problem. When the patient pressed on her back or lay down, the sounds or tones would change. The patient was no longer using the tens unit. The symptoms had lasted for 4 months. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.